Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 400cc mentor memorygel boost breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture on an undisclosed side, which was confirmed during a physical exam. As a result, the patient is scheduled for removal surgery on (B)(6) 2024. Identities were provided for both implanted devices, but the side of the complication was not disclosed to mentor. As such, the serial numbers for both devices were populated in the serial number field. Both devices share the same catalog and lot number.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 17, 2024, the mentor failure analysis lab received the device for evaluation. On october 22, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod high boost, 400 cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On (B)(6) 2024, mentor received additional information indicating that the capsular contracture was on the right breast. On (B)(6) 2024, mentor received additional information indicating that the patient was actually diagnosed with bilateral breast capsular contractures (baker grade iii) with symmastia during the revision surgery on (B)(6) 2024. The patient's implants were replaced with two 370cc mentor smooth high profile boost implants. This medwatch form is for the right breast prosthesis. Capsular contracture on the left breast will be reported under mrn: 1645337-2024-12153